Event description:
This is filed to report the clip opening after lock line removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was reported that the clip settled in a more open position then standard after lock line removal. The clip remained stable and the mr was reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening after removing the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.